Event description:
During an upgrade, this lead was explanted and replaced due to high impedances and intermittent loss of capture. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 50.5 cm proximal to the lead tip. Only the distal fragment with an inserted extraction tool was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed multiple abrasion marks along the lead fragment. Fibrotic growth was noted on the lead body, particularly around the lead tip which might have affected the reported increased impedances. Furthermore cuts in the insulation were observed which most likely occurred during the extraction procedure. During the electrical analysis, the dc resistance of the inner coil fragment could not be measured due to the inserted extraction tool. The dc resistance of the outer coil fragment was measured without any peculiarities. As the proximal lead fragment was not available for analysis, no further investigations were feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.